Event description:
The caregiver of a female pt contacted lifecor customer support to report that the pt's monitor kept alarming to "adjust belt". She said that she checked everything and even changed out the garment but it kept alarming. Support asked her to check the electrode belt to monitor connection. She stated that there may be a pin missing. Support sent the pt a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had a pin that was broken inside the connector. The root cause of the broken pin was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The pin that was broken off was the -5 volt line to the distribution node in the electrode belt. This is what caused the "adjust belt" messages. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.